Event description:
For a surgical procedure a corded grounding plate and a ibi therapy cardiac ablation system generator (model1500t6 ibi) was used. The plate was placed on top of the left shoulder blade (scapula). Three days after the procedure a nurse noticed a second degree burn where the plate had been applied. The butn was treated with biafine cream for more than six days. The skin had been cleaned with soft soap prior to the procedure. It had neither been shaved nor disinfected. It had not been dried. The plate was reported to have adhered well over the entire surface. The nature of the surgical procedure, the body area surgery was performed on, the energy used and the duration of the procedure have not been disclosed to use yet despite of repeated requests.

Manufacturer narrative:
As the actual device has not been made available, retained samples of the same lot have been tested for adhesion, impedance and maximum temperature rise. All samples performed within limits. In addition the ph value of the gel was determined. The ph value was within limits. The indicated plaecment site on top of the should blade might suggest a placement error of the user as this is not necessarily a "vessel rich spot" as required in the instructions for use. However, as the details of the procedure and the position of the plate relative to the area of surgery are still unknown no further analysis is possible at this stage.